Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 50-year-old male patient for the indication of cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage a. During ongoing impella 5.5 support, it was reported that the patient pulled the device, resulting in displacement. Assessment identified that the impella sleeve was torn, and the device was measured at approximately 23 centimeters external to the body while operating at performance level 2. The managing physician was aware of the event. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate at the time of the event. The patient remained on impella 5.5 support following the event and survived to device explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.